Event description:
It was reported that during surgery, the display suddenly switched from a live image to color bars.

Manufacturer narrative:
The device was returned for evaluation where the product investigation revealed that the allegation of the device switching from live image to colored bars was confirmed. The device was forwarded to the supplier for investigation. The investigation indicates that the failure was due to the track on the flex board connecting the spb board to the camera head¿s plug socket causing the camera head not to be completely detected by the ccu. This is caused by a defective flex board. No further investigation is required. (B)(4).